Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump medication not running/alarms not working. This occurred during testing in the biomed service department.. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing ,not running/alarms not working, was not reproduced. The device was tested for flow accuracy and delivered within intended range. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.a cause could not be determined and no pump correction is required in relation to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.